Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the console speed was fluctuating. A rotablator rotational atherectomy system was selected for use. During the procedure, the burr speed slowed down. No leaks were noted. Fluctuating speed of the console was noted. The procedure was completed with another of the same device. No patient complications were reported.